Event description:
The customer reported the efficia cm100 monitor sporadically displays too low incorrect values of oxygen saturation. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer refused our service. The cause of the issue is unknown. Based on the information available and the testing conducted the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. The device was returned at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone# : (B)(6).

Event description:
The customer reported the efficia cm100 monitor sporadically displays too low incorrect values of oxygen saturation. It is unknown if the device was in use on a patient. There was no patient or user harm reported.